Manufacturer narrative:
Unit failed displacement test. Motor position encoder error alarm was confirmed in alarm history screen and motor error alarm noted during rewind due to motor encoder out of phase. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was exposed to a MRI. The insulin pump alarmed motor error and motor position encoder error. Customer's blood glucose level was 165 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.